Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through motor drive testing and the alarm could not be replicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended after calibration and motor drive testing was performed.

Event description:
It was reported that the device had a "near empty" alarm. There was unknown patient involvement, and unknown signs or symptoms experienced.